Manufacturer narrative:
Checking the manufacturing chart of the components removed in this revision, no pre-existing anomaly has been discovered in the items belonging to the same product codes and lot numbers. According to the information received by the complaint source, the patient may not have been following prescribed post-operative care instructions (the patient may have slept with arm in a position that caused dislocation, as per patient comment). During primary procedure, rom was tested with trial implants and met doctor satisfaction. Therefore, considering that: no pre-existing anomaly was found out by checking the manufacturing charts of the components involved in this event. Based on the information received, the patient could not have followed the prescribed post-operative instructions, and this circumstance caused the dislocation. We can conclude that the event is not product related. Pms data according to the available pms data, this is the second of two events registered on revision of prima glenospheres due to dislocation, since the system has been made available on the market. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Revision surgery performed on (B)(6) 2025 due to dislocation. The patient underwent reverse shoulder replacement on (B)(6) 2025. A prima stem and prima tt glenoid were implanted: prima reverse tray #short (part code 1367.15.010, lot number 2430342, sterilization (B)(4). Prima rev. Insert #short d.40mm (part code 1367.54.200, lot number 23at1bd, sterilization (B)(4). Prima glenosphere d.40 mm (part code 1974.09.040, lot number 2424654, sterilization (B)(4). Connector w. Screw low lat.5mm (part code 1974.15.300, lot number 2320196, sterilization (B)(4). Patient became unstable and dislocated in subsequent weeks. The surgeon revised on (B)(6) and increased the lateralization of the glenosphere from a medium to a high connector. He also swapped out the prima tray and liner and utilized a 7 degree liner to give increase stability. The patient is a male, date of birth (B)(6) 1965. The event happened in the united states.